Event description:
A patient presenting with a pseudoaneurysm in the left brachial artery was treated in an off-label manner with d-stat flowable hemostat, followed by a thrombin injection. Following the delivery of thrombin. The patient experienced loss of pulses and color in the affected hand. An angiogram confirmed an occlusion and treatment consisted anticoagulation therapy and a surgical thrombectomy. The treatment was successful and the event was resolved.